Event description:
It was report that during a rotational atherectomy procedure in a calcified lesion, a 1.5 burr was used to ablate the lesion. During ablation the burr became stuck in the lesion and it was impossible to retrieve the device ouside of the patient. The burr was cut and the protective sleeve of the burr removed. A snare device was successfully used to retrieve the burr. The patient status is listed as "okay".